Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the atrial lead used or implanted due to the helix screw not going totally inside the lead. A new lead was used. No patient complications resulted from this issue.